Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The reason for the call was a reprogramming appt. The caller was meeting with patient today because of battery check and system check. The caller did a follow up call to check on the patient in the last 2 weeks and the patient noted that the system hadn't been working. The caller hadn't heard from the patient in over a year and had no idea how long it hadn't been working. The caller attempted to interrogate and the patient programmer the patient brought with today showed that the patient programmer wasn't bonded to ins. It was noted that the patient most likely has another icon from her previous implant. The patient told the caller that she had been changing programs in the past with no success in therapy but reviewed that the patient programmer she brought in today will only inc/dec/on/off. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va01r0z, product type: lead. (B)(4).